Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device did not confirm the reported clinical observation. Visual analysis identified that a circumferential fracture at the distal side of the fiber/cap fusion zone, glue failure, protrusion, and total internal reflection (tir) misalignment. The glass tip was protruding from the metal cap, and the tir was misaligned with the output window indicating that a glue failure occurred. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as there was no physical separation identified of the fiber and the identified distal circumferential fracture has a forward firing rate below the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on analysis results, the interaction between the user and device likely caused or contributed to the observed fiber damage, therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during procedure, the fiber began forward firing after 51,244 joules and 11 minutes of use. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during procedure, the fiber began forward firing after 51,244 joules and 11 minutes of use. The procedure was completed with another fiber. There were no patient complications.